Manufacturer narrative:
(B)(6). The lot was manufactured between july 24, 2017 - july 25, 2017. The device was received for evaluation containing approximately 239ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed and evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was also performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This issue was discovered at the pharmacy; however, it was not reported if a patient was connected to the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.